Event description:
New information notes: it was reported that the device was explanted on (B)(6) 2014

Manufacturer narrative:
Analysis found normal battery depletion.

Event description:
New information notes: the device was explanted in (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, the pulse generator exhibited premature battery depletion. The device remained implanted.